Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the case on the battery tube side which starts at the corner of the left belt clip rail. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. After battery installation, a blank display was noted. The case was cut open. There is severe corrosion along the bottom of pcba1 so much so that the j7 and j6 aa and internal battery connectors detached from the board. In summary, the customer¿s report of a crack in the case was confirmed during testing. The blank display is due to the moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the location of the damage at the back of the pump. Troubleshooting was performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-1780kl. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1780kl was requested and customer response was the device will be returned.